Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via telephone call that the customer was hospitalized due to high blood glucose. The blood glucose reading at the time of admission was 266 mg/dl. The customer had a low blood glucose reading 29 mg/dl, and treated with food, and then the blood glucose went high and he experienced abdominal and chest pain and shortness of breath. The customer was wearing the insulin pump at the time of the event. At the time of the call the blood glucose reading was 416 mg/dl, after bolusing twice. The drive support cap appeared normal and recessed. Insulin exited with a manual prime and no leaks or air bubbles were observed. The insulin was clear and not expired and the insertion site was not sore or irritated. The cannula was straight. The settings and bolus wizard history were correct. The customer was unable to perform the high pressure test and was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction.